Event description:
It was reported after inserting the iab under fluoroscopy, it would not fully inflate. Manual inflation was attempted, but with no success. The iab was then removed and replaced with another iab. There were no pt complications.